Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post implant the device was interrogated and the patient information was installed. After the procedure the implantable cardiac monitor could not be interrogated, error message appeared - unknown ICD, backup vvi mode. Firm ware installed to resolve the issue. The patient was stable.